Manufacturer narrative:
(B)(4). The customer returned one, partially opened hemodialysis kit for analysis. No definite signs-of-use were observed. Visual analysis revealed that the swg was still within the tubing. A kink was observed in the section of the guide wire that is exposed at the advancer window. This indicates that storage and shipping likely caused or contributed to this event. Other than the kink, microscopic examination did not reveal any defects or anomalies. The kink in the guide wire measured 69mm from the distal weld. The guide wire total length measured 684mm, which is within the specification limits of 678mm-688mm per the guide wire graphic. The guide wire outer diameter measured .847mm, which is within the specification limits of .838mm-.877mm per the guide wire graphic. The undamaged portions of the returned wire guide passed through the returned dilator and ars/introducer needle assembly with minimal resistance. A manual tug test confirmed the distal and proximal welds were fully attached. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit, "read all package insert warnings , precautions, and instructions prior to use. Failure to do so may result in severe patient injury or death". The IFU also states "do not use if package is damage". The customer report of guide wire damage before use was confirmed by complaint investigation of the returned sample. The sample passed all relevant dimensional and functional testing, and a device history record review was performed with no relevant findings. The guide wire was returned within its advancer tubing. The tubing showed no kinks or stress marks. The portion of the guide wire that kinked was not protected by any part of the swg tubing. Based on the condition of the guide wire and the report that the damage was observed before use , storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the spring wire guide (swg) was found kinked prior to patient use. The device was not used on the patient.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported the spring wire guide (swg) was found kinked prior to patient use. The device was not used on the patient.